Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was missing a haptic. Also there seemed to be a bur-like structure within the tip of the delivery system. Additional information was requested.

Manufacturer narrative:
The device was not returned. The lens was returned. Viscoelastic and loose fibers are observed on the lens. The lens was cleaned with lphse for further evaluation. One haptic with part of the optic is broken-not returned. Scratches are observed on both sides of the optic near the damaged area. This damage has the appearance of damage cause buy an instrument used to grasp the lens. The optic edge has a triangular potion that appears to have been cut at the damaged area. The returned sample matches the provided photo. A qualified viscoelastic was indicated. Product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be determined for the reported tip issue as the delivery part of the preloaded device was not returned. The return iol did have a broken haptic. The optic edge also appeared cut. Scratches were observed that appeared to have been caused by an instrument used to grasp the lens. The broken haptic may indicate the lens/plunger were not in proper positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).